Event description:
It was reported that after replacement the customer noticed that the used cuff did not inflate. No patient injury was reported.

Manufacturer narrative:
UDI is unknown. No information provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. The returned sample was received in used condition without the original packaging. The sample was visually inspected, at a distance of 12? To 16? And normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. Leaks was detected in the cuff of the returned sample. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. The following operations were reviewed: cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was reviewed; no discrepancies were found. Inflation test was audited during (B)(4) units, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the (B)(4) units tested. Actions were taken to mitigate the reported issue: the investigation showed that trend of cuff leakages as going downwards after actions performed, no further actions were necessary.